Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the volume on a 980 ventilator was reading high. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The patient was not harmed or injured as a result of the event.